Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: what were the indications for surgery? What color and number of cartridges were used in procedure? Was the entire staple line over-sewn with pds 3-0 suture? Were any issues noted with staple formation in primary or secondary procedure? What was the product code of device and reload? When was the imaging study performed and what type was it? How was the fistula corrected? Additional information received: patient diagnosed with morbid obesity grade ii with bmi of 37.5 kg / m2, made following a multidisciplinary team and adequate preparation for bariatric surgery with proposed gastroplasty sleeve.

Event description:
It was reported that during a gastroplasty sleeve procedure, surgery held on (B)(6), no intra-operative complications; being held vertical stomach stapling with three charges of 60 mm of echelon and one green, one gold, one blue and one last blue load 60mm to a final clipping less than 30mm. The surgery went without complications; it was made a hemostatic suture with pds 3-0, with a total operating time of fifty minutes. The patient progressed well postoperatively and was discharged on the second day now accepting oral liquid diet and without other complications. She went back in the hospital emergency in the fourth day of the postoperative with respiratory complaints, dyspnea important associated with pain in the left upper quadrant. Initially it has been subjected to the treatment of respiratory condition with satisfactory improvement, and on the second day of admission the same evolved with persistent abdominal discomfort in the left side. It was performed imaging study which showed abnormal amount of free liquid in the left upper quadrant and pelvis. The patient was undergone to an emergency laparoscopy which showed lot of free blood and clots in the pelvis and associated with abscess in the left upper quadrant. During inventory of the cavity, it was observed bleeding source in the staple line, more precisely on the third line of stapling. Luckily, we found only a small fistula resulting to bleeding easily corrected and extravasation. The surgeon drained the abscess and leased abdominal drains; patient was taken in serious condition to general cardiology ICU of this hospital. She presents a good development, general framework for improvement and with the ICU setting.

Manufacturer narrative:
(B)(4) date sent: 6/28/2016. Additional information requested and received: what color and number of cartridges were used in procedure? One (1) green, 2 gold, 2 blue. Was the entire staple line over-sewn with pds 3-0 suture? Yes, routine. Were any issues noted with staple formation in primary or secondary procedure? No, during the surgery without intercurrence. When was the imaging study performed and what type was it? Abdominal computerized tomography. How was the fistula corrected? Primary raffia and medical treatment, after three weeks without improvement opted for denture coated in the stomach. Is this the surgeon¿s normal cartridge selection for sleeve gastrectomy? Please explain what is meant by ¿primary raffia and medical treatment, after three weeks without improvement opted for denture coated in the stomach¿? I meant: primary raffia and medical treatment, after three weeks without improvement of patient, they opted for a covered prosthesis in the stomach.